Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a few seconds after the device was being used in a bowel resection procedure, the device could not fire passed mid-point. The firing stopped at the middle of the firing sequence. It was noted that the stapler felt as if it ¿jammed¿ during the firing sequence. The tissue was in the indicated range of the stapler. A second stapler was open and used to complete the case without any further trouble. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.